Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was reseated. The system was then found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.